Event description:
It was reported that when using the bd pyxis¿ medstation¿ es main drawer pocket a1 had technical error. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-nov-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that main drawer pocket a1 had technical error. A field service engineer (fse) reseated the row board cable on the drawer controller and verified proper operation through diagnostics and application. The system functioned as intended after the field service engineer repaired the device.